Event description:
It was reported that during the procedure, it was found that the aiming light and the laser did not overlap. However, it was confirmed that the aiming beam was along the direction with the laser, and the aiming beam was dim. The procedure was completed with the same device. There were no patient complications reported. Field services of the console identified that the laser and aiming beam alignment needed to be adjusted.

Manufacturer narrative:
The console was field service at the user's facility, the alignment of the laser and aiming light of the console were adjusted. After performing the adjustment, the overlap of the laser and aiming light, was tested and function was normal. Therefore, the reported event was confirmed.